Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-05332. It was reported the patient was experiencing unintended abdominal stimulation. X-rays confirmed the leads had migrated. Surgical interventon may be taken to address the issue.

Manufacturer narrative:
The reported issue of lead migration cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05332. Follow up identified the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor attempted to reposition the leads to no avail, therefore both leads were removed and replaced. Stimulation therapy was reportedly restored postoperative.